Manufacturer narrative:
The t:slim user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, apidra insulin was being used in the cartridge. The customer's blood glucose (bg) level was greater than 600 mg/dl, and was addressed by administering manual injections. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.